Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure after a few minutes of the procedure, the laser beam fired forward. It was noted that procedure was completed this device. Patient was stable following the procedure. There was no injury reported.

Manufacturer narrative:
Event description updated. Serial # added. Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits devitrification, and detritus buildup around the devitrification area; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the fiber cap exhibits drilled through condition; the bevel edge appears in good condition; the heat shrink tubing open end exhibits minor scratch marks; the connector segments and tabs appear in good condition and secured; the fiber passed the connector test. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber: 116,783 joules used and 24:58 minutes expended. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed with second fiber.